Event description:
The customer reported unit does not power on. No patient involvement reported.

Manufacturer narrative:
The power switch button on the overlay of the customer returned front bezel had an on-resistance with large variation. This caused the ventilator to not start up intermittently. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.